Event description:
A customer contacted baxter's technical service center to report that there was air inside of her. The home patient (hp) stated that she has air discomfort in her shoulders. The hp wants to know what to do. The technical service representative (tsr) had the hp end therapy and contact the nurse to inform the nurse of the hp's discomfort in the shoulders. There was no patient injury or medical intervention reported at this time.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance attempted to contact the home patient's (hp) nurse and spoke with the office manager who stated that the issue was resolved and the hp had no further problems with air. The office manager stated that the nurse did go over procedures with the hp again. There was no patient injury or medical intervention reported. The problem regarding air discomfort in the shoulder was not confirmed due to a lack of information provided in the event description. Possible causes were not given and no discernable use error was identified. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.